Event description:
Customer reported with an issue of "insertion tube buckling". The problem found during an unknown event. There was no patient harm, no user injury reported . Device evaluation found the coating of the insertion section is peeling off, (1x1 mm 2 or more). This report is being submitted for peeling of the coating of the insertion section found on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated . The customer reported issue of insertion tube buckling was confirmed. Device evaluation and inspection found the flexible tube of the insertion section was crushed and the forceps and channel cleaning brush cannot be inserted smoothly due to the collapse forceps channel. The bending angle is insufficient due to the elongation of the angle wire. Additionally, peeling of the coating of the insertion section of the device was observed. Furthermore, the following findings during inspection were noted on the device: scratches on the insertion tube due to external factors are observed. The curved rubber adhesive is missing. The image guide (ig) bundle is severely broken due to external factors. Scratches are found on the operation part due to external factors. Scratches are found on the switch box due to external factors. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches are found on the ud plate due to external factors. Scratches are found on the universal cord due to external factors. Corrosion of the electrical connector contacts due to handling was observed. Scratches are found on the scope connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.